Event description:
Registered nurse (rn) and respiratory therapist (rt) were at the bedside about to complete care when it was noticed that the neobar was coming off on one side. Resource rn, second rt, neonatal nurse practitioner (nnp), and md were all notified and came to the bedside for neobar change. Neobar change was completed by two rrts with no problems.